Event description:
The patient had a stroke post implant and was placed on coumadin. A hematoma occurred at the pacemaker site and sensing thresholds had decreased from 2.25 mv to 1.5 mv in the ventricle. Occasional undersensing was noted. The pocket was opened to drain excess fluid. When the pulse generator was removed, the ventricular lead was found to be dislodged, as noted by the lead slack. The lead was repositioned with adequate thresholds and impedances.